Event description:
Event description guidant received information that during the implant procedure, the shocking impedance of this cardiac resynchronization therapy defibrillator's (crt-d) chronic lead was out-of-range. The patient was being upgraded to this device, and previous measurements were normal.